Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The device was unable to pass a mild tortuosity in mid circumflex artery. The device was removed. It was then noted that the stent was missing from the catheter. The stent was found lodged further down the circumflex artery. The stent was adapted to the wall of the artery and the procedure was continued. The lesion to be treated was more distal to the tortuosity and the adapted stent. The lesion was treated without any further complication. This was originally reported on MDR-1028232-2025-00161, but the lot number was incorrect. We have closed that report and opened this one with the correct lot number.

Manufacturer narrative:
Combination product: yes. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided images from the angiographic screen were reviewed. The images from the angiographic screen show a dislodged stent in the lm with the complaint device in the guiding catheter. The actual complaint event is not visible. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.